Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ refill needle, product type: accessory.(B)(4).

Event description:
Information received from a healthcare provider (hcp) via a device manufacture representative regarding an event about a needle coming out of the septum when an hcp was refilling. The hcp kept one hand on the needle, and while turning away to work on something else, the needle came out of the septum. The hcp did not mention any pocket fill resulting. The patient's outcome was unknown. The patient information, medical history, oral medications, device information, and symptoms were not reported. The actions and interventions that were taken to resolve the issue and the event outcome were not reported. The reporter had a product improvement suggestion as the manual instructs the hcp to not let go of the needle after it has passed the rough the septum, but she thinks that holding onto the needle while having to turn and grab something else is more likely to cause the needle to come out of the septum. The reporter commented that once the needle is through the septum and in the reservoir fill port, if she has to turn around, she takes her hand off the needle because the septum will hold the needle in position. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.